Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2016 with the following findings: investigation revealed three battery compartment cracks. Leak testing verified a battery compartment leak; moisture was observed within the battery compartment. No moisture was observed on the pump¿s internal components. Investigation revealed the display screen was dim and discolored. The display lens was scratched. The bolus button cover was missing. A pump case crack was observed. No damage or defect was found to the pump¿s internal components. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed three battery compartment cracks, battery compartment moisture, a battery compartment leak, a dim and discolored display, and a missing bolus button cover. This report is made based on results of the investigation performed on (B)(6) 2016.